Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-1394. It was reported, the patient is no longer receiving effective stimulation after suffering a fall. An sjm representative met with the patient and was unable to resolve the issue with reprogramming. X-rays have been ordered and the patient is working with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.